Manufacturer narrative:
The 510 (k) is k093745.

Event description:
The reporter contacted lifescan (B)(4) alleging that the test strip vial that came with his meter kit only had 4 test strips in it. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm or injury. Replacement products were sent to the patient.